Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to micro dislodgement and high pacing threshold. The rv lead was removed, was replaced with a new lead and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead body revealed that the lead was severed in two segments, and set screw marks were noted on all terminal connectors. The extracting stylet was stuck inside the distal segment of the lead. The tip section of the lead showed no irregularities. Laboratory testing showed no fractures upon x-ray. The lead passed the resistance measurement test. This lead was clinically out of specification due to improper user handling; however, the allegation of dislodgement was not confirmed.